Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a coronary stenting treatment procedure, an embolization occurred. The physician attempted to direct stent a liberte 4.0x20mm bare metal stent to the moderately calcified, non-tortuous, right coronary artery (rca) bypass graft, but encountered difficulty crossing the lesion. Upon removal of the liberte balloon, the stent remained wedged in the lesion. The vessel was re-wired as the wire position was lost and a non bsc 1.5x6mm stent was placed in the distal rca. The balloon was then retracted and they tried to pull the stent into the guide catheter. The stent then dislodged and embolized into the ascending aorta. Multiple attempts were made to snare the device and the stent then lodged itself into the internal iliac. The physician was then able to snare and remove the stent. The vessel and re-wired, the lesion was pre-dilated with a quantum maverick balloon, unknown size, and then stented successfully with a non bsc stent. No patient complications were reported.